Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is defective and unable to make changes. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:17dec2020; b4:08mar2021; h11:g5:k102985. H10: the front bezel was replaced to resolve the navigation ring issue. The ventilator passed all testing and operated within the manufacturing specifications. The part was returned to failure investigation (fi) for testing and evaluation. The root cause was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.